Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, the root cause of the user¿s misuse of the reported device could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that errors e204, e315 and e216 occurred during preparation for use. This report is submitted due to a report of e315 error. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The reported problem was resolved after troubleshooting with the assistance of olympus technical support via the phone. The reporter attributed the cause of the problem to use error. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.